Manufacturer narrative:
Our MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - recently the patient developed recurrent syncope and the tests on the lead showed the ventricular threshold had gone up. Furthermore, the ventricular impedance had gone from 300 to a high 1300. The output of the ventricular channel was increased. The pacemaker was revised and the lead capped. There was no event date provided.